Event description:
(B)(6) study. It was reported that a thrombus occurred. The implant procedure was successfully performed on (B)(6) 2018. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during the left atrial appendage (laa) closure procedure. The closure device was successfully implanted with a complete seal noted. Aspirin was administered prior to procedure and patient was instructed to continue post-procedure. Patient was discharged without complications (B)(6) 2018. On (B)(6) 2018, patient presented for their 3-month follow-up visit. A transesophageal echocardiogram (tee) was performed and revealed thrombus on the atrial facing surface of the watchman closure device. It was also noted there was a residual jet around the device of 0.5mm. At this time, the patient was still on aspirin and following medicine regime.

Event description:
Asap-too study. It was reported that a thrombus occurred. The implant procedure was successfully performed on (B)(6) 2018. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during the left atrial appendage (laa) closure procedure. The closure device was successfully implanted with a complete seal noted. Aspirin was administered prior to procedure and patient was instructed to continue post-procedure. Patient was discharged without complications (B)(6) 2018. On (B)(6) 2018, patient presented for their 3-month follow-up visit. A transesophageal echocardiogram (tee) was performed and revealed thrombus on the atrial facing surface of the watchman closure device. It was also noted there was a residual jet around the device of 0.5mm. At this time, the patient was still on aspirin and following medicine regime. It was further reported that during the 3-month follow-up visit, the thrombus seen on the atrial facing surface of the watchman closure device was measured to have a maximum area of 1cm squared. The subject was placed on coumadin and a repeat tee was scheduled for 8 weeks. The thrombus has not been resolved.

Event description:
Asap-too study. It was reported that a thrombus occurred. The implant procedure was successfully performed on (B)(6) 2018. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during the left atrial appendage (laa) closure procedure. The closure device was successfully implanted with a complete seal noted. Aspirin was administered prior to procedure and patient was instructed to continue post-procedure. Patient was discharged without complications (B)(6) 2018. On (B)(6) 2018, patient presented for their 3-month follow-up visit. A transesophageal echocardiogram (tee) was performed and revealed thrombus on the atrial facing surface of the watchman closure device. It was also noted there was a residual jet around the device of 0.5mm. At this time, the patient was still on aspirin and following medicine regime. It was further reported that during the 3-month follow-up visit, the thrombus seen on the atrial facing surface of the watchman closure device was measured to have a maximum area of 1cm squared. The subject was placed on coumadin and a repeat tee was scheduled for 8 weeks. The thrombus has not been resolved. It was further reported the tee on (B)(6) 2018 also revealed insignificant flow in laa, normal lv size, ef visually estimated at 55-60% and markedly dilated size of left atrium. Subject was on aspirin at the time of the event and was instructed to discontinue for further management. On (B)(6) 2018, the thrombus was considered resolved.